Event description:
Pt reporting issues with freestyle libre 3 plus sensors falling off early after only a couple showers and not being able to synch to both receiver and phone like she has been able to do with dexcom sensors.